Event description:
This ra lead was implanted on (B)(6) 2004 and remains implanted at this time. A call to technical services placed on 10/23/2013 stated that caller keeps on getting alert for this atrial lead that was chronically non-functional. No known physician. The hospital was (B)(6) in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).